Event description:
Subsequently, the patient returned for lead repositioning. During surgical intervention, the physician was not able to successfully retract the helix fixation coil, consequently, the product was explanted. The explanted product is not intended to be returned for laboratory analysis and another lead was successfully implanted without reported complications. No adverse effects reported. At a later date, the lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was a cut in the insulation and there was blood infiltration past the helix mechanism and up through the lumen. The helix mechanism was tested and the helix could not be extended due to the infiltration. Resistance tests were completed to assess lead electrical performance. Insulation integrity could not be tested due to the cut found during inspection. Measurements throughout the electrical testing were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture, sensing, and possible dislodgement. The lead was found to be electrically continuous.

Event description:
Boston scientific crm received information that after this right atrial (ra) lead had been implanted and the procedure was completed, the lead was no longer sensing or pacing in the atrium. It is believed that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A revision is scheduled next week to reposition the lead. No additional information is available. If any additional information does become available, this report will be updated.